Manufacturer narrative:
The field service engineer discovered there was a fluidics issue. He adjusted the rinse volume and cleaned the nozzle. He performed precision testing and had acceptable results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter questioned high tina-quant hemoglobin a1c gen.3 results on a cobas c513 module. Before patient testing, the customer started out with poor quality control with one level receiving a calc. Error. The customer repeated the quality control and all three levels were acceptable. The customer ran a batch of 150 patients without any issues. That subsequent batch of 150 samples produced approximately 7-8 calc. Errors. The customer repeated these samples on another analyzer to check correlation. The customer provided questioned results for three patients. The initial results were not reported outside the laboratory. Patient¿s 1 initial hba1c result was 6.53% and repeat was 5.82%. Patient¿s 2 initial hba1c result was 6.39% and repeat was 5.54%. Patient¿s 3 initial hba1c result was 7.40% and repeat was 5.89%. The repeat results were reported outside the laboratory and are determined to be correct. Patient 2 is a (B)(6) female with a date of birth of (B)(6). Patient 3 is a (B)(6) male with a date of birth of (B)(6). Hba1c reagent lot number used for patient testing was 401261 with an expiration date of 31-aug-2020.